Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Complaint history review could not be performed as lot number was not provided. Based on the given information and the results of the investigation, the root cause of the event was determined to be patient noncompliance.